Manufacturer narrative:
(B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient¿s ipg was inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored after surgery.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patent¿s ipg would not communicate with external devices. In turn, the patient's ipg has been deemed as possibly being inoperable. As a result, the patient may undergo surgical intervention to address the issue.